Event description:
A co sales rep reported that it was the first case of the day, the pt had just been intubated, and the doctor attempted to ventilate the pt and could not. The doctor depressed the fresh gas button but could not build pressure. The pt was then ventilated with an alternate device until being transferred to another machine to complete the case. It was reported that there was no pt injury.